Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies to address the issues. Additionally, it was reported that a cartridge did not fit onto the pump and that a cartridge alarm occurred. Furthermore, it was reported that multiple cartridge alarm 1's occurred. The customer declined to provide additional information regarding these issues. There was no reported adverse impact to the customer's blood glucose level.